Event description:
False positive result(s). User stated that they purchased two flowflex home test. Her husband took one test one day and the next day, both tested positive. Tested with a different brand and was negative. Six days after first positive test, had pcr and was negative.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1100069 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retained samples of cov1100069 met the qc criteria. The complaint issue was not found with the retention cassettes. The root cause is undetermined. Similar issues will be tracked and trended.